Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, a procedure was performed (date not reported) to excise the skin and place a new abutment. The implanted device remains.